Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The issue could not be resolved. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(4).

Manufacturer narrative:
This report is filed march 13, 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.